Event description:
It was reported that the patient is experiencing difficulties inflating the inflatable penile prosthesis (ipp) cylinders, since the pump is very hard. In addition, the patient stated that every time he pumps the device, the pump collapses. Therefore, the patient had to inflate his prosthesis one hour before intercourse, which interferes with all spontaneity and keeps him dissatisfied. The patient also reports that during intercourse the prosthesis deflates over time. The patient is not satisfied with the size of the prosthesis and his capacity to urinate. No further information was provided form the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that unspecified performance issues were encountered with an ams device. No patient complications were reported in relation to this event.